Event description:
Customer reported that the current pump's battery life was inconsistent, sometimes depleting rapidly, requiring more frequent charges. There was no adverse impact to the customer's blood glucose level. Customer declined further follow-up, and no additional information was obtained regarding the outcome of the event.